Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to reboot to login screen. The technical support specialist (tss) received the case while in queue, dialed into the station, and found it displaying a carefusion blue screen. After rebooting, the station entered maintenance mode but failed to launch the medication application. The tss logged in as cfnadmin, checked the remote smart service update agent dependencies, and corrected an incorrect path. The tss rebooted the station, and the medication application launched automatically. The customer was informed and asked to verify, upon contacting customer, they confirmed successful login on station. The case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen froze and they were unable to reboot or log in. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.